Manufacturer narrative:
(B) (6). The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
Documents received by the user facility allege the patient was "connected the bag of medication to the pump, attached the PICC line on the plaintiff and turned on the pump. The next day, on (B) (6) 2009, at about or around 12:00pm, only 20 hours after the medication was initially started, the medication was fully administered and the bag was empty. Approximately 2 hours (2:pm) after the first IV bag of medication was fully administered, the plaintiff began experiencing symptoms of an overdose of nafcillin." The documents allege at the user facility, "he was treated for an overdose of the nafcillin." Upon further query, the following information was provided that indicated the device delivered more medication than intended. On (B) (6) 2009, at an unspecified time, the device was programmed to deliver nafcillin 2 grams, at a rate of 102ml, for a duration of 30 minutes, every 4 hours, for a total of 12 doses, a 1ml/hr kvo (keep vein open) rate, and a 1200ml container size. The customer contact reported at 1600, the delivery was started for the homecare patient. No further programming parameters were provided. On (B) (6) 2009 at an unspecified time less than 24 hours after the delivery was started, the homecare patient reported receiving too much medication and felt "tremors and twitches." At an unspecified time, the homecare patient reportedly went to the hospital. At an unspecified time, the device was removed from clinical service and the patient was admitted to the hospital with a diagnosis of etoh (alcohol) withdrawal. After the event, it was reported the patient's attorney sequestered the device at an unspecified location. The customer contact stated the patient's attorney had the device tested and the device passed testing. The customer contact stated, "we believe no error, patient received appropriate dose." It was not specified if medical intervention was provided and the patient outcome. Though requested, no additional information was provided.